Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer's insulin pump did not suspend, despite the low threshold being reached. The customer's sensor was giving a reading of 3.5 mmol/l. The insulin pump eventually did suspend while the customer was inquiring about this occurrence; the customer almost resumed delivery and then reportedly realized she may have done this previously, possibly explaining why the insulin pump was not suspended when she noticed this. The customer's blood glucose was 2.4 mmol/l and she treated with blood glucose. Nothing further was reported.